Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm 06 occurred. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm. Additionally, it was reported that the cartridge was leaking from the o-ring. Customer's blood glucose level ranged from 151-182 mg/dl. Reportedly, the customer successfully loaded a new cartridge to address the issue.